Event description:
The report from the field indicated that during a coronary stenting procedure while deploying the cypher stent, the stent delivery sys (sds) balloon burst at between 6-8 atm of pressure. The stent was deployed successfully and the physician used another (unk) balloon to post-dilate the stent at 14 atm. The target lesion was the left anterior descending (lad) coronary artery,. There was no reported injury. No add'l info (pt/lesion) is available.

Manufacturer narrative:
The prod is available for eval and testing. However, the prod has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt. A report was rec'd that a cypher sds was associated with the balloon burst during use on a pt. The event involved a pt of unk age, gender and medical history. The reason for the pt's admission to hosp was not reported; but an angiogram revealed a lesion in the lad. The characteristics of this vessel and/or lesion were not provided. It is not known if the lesion was pre-dilated prior to the placement of a 3.50x18mm cypher stent. When a pressure of 6-8 atm was applied to the sds sys, the balloon burst. The stent had been placed successfully and required post-dilation with a ptca balloon. There was no reported pt injury. The prod was not returned for analysis. Mfg record (DHR) review was conducted and the prod met quality requirements for prod acceptance. Based on the limited info provided, it is not possible to draw a conclusion about a relationship between the device and the event. Please note that this is the initial/final report for this prod.